Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's basal rate setting were set incorrectly causing the customer to experience decreased blood glucose levels. Customer declined to troubleshoot with tandem technical support.